Event description:
We have received a report from (B)(6) trust that the backrest on one of our enterprise 8000 model beds had operated without a command being given. An incident occurred in the ICU department; it was reported that the profiling bed moved positon without any contact by pt, staff or relatives. No injury was reported.

Manufacturer narrative:
Additional info will be provided pending the conclusion of the manufacturer's investigation.